Event description:
It has been reported from the facility that a hemodialysis patient was receiving treatment in 2006 when his blood pressure dropped mid treatment to 72/48. Patient was unresponsive until one liter of saline was infused. His bp increased to 118/56 and he started feeling better. A few minutes later his bp dropped again ahd he was given another liter of saline. After a few minutes of unresponsiveness he became alert and stated he felt better. Paramedics transported him to the local ER and his physician was notified. The patient is reported to be fine. There is no sample available for evaluation.